Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure this right atrial (ra) lead was tested on the pacing system analyzer (psa) and had good impedance measurements but no electrical activity. A pacing pulse was delivered through the lead but there was no capture. The ra lead was surgically abandoned and the new pacemaker was programmed to pace and sense in the ventricle only. No additional adverse patient effects were reported.